Event description:
It was reported the patient experienced ineffective stimulation and was unable to adequately cover the area required. The patient then suddenly lost all stimulation with high impedance readings. The system was explanted. The patient's outcome was reported as good.

Manufacturer narrative:
Results - extensions and titan anchors. Final analysis: model # 7479 lot testing of the programable features and output ranges determined the ins was functioning normally. Good stable output was observed on each electrode pair. Model # 7489. The insulation on the extension has a breached cut; however, electrical testing determined that continuity was complete and no electrical shorts were identified between the circuits. Model # 3891. Analysis determined two conductors/wires were broken 10.3 cm and 11.1 cm from the distal end of the lead. Model #3890. Electrical testing of the lead determined that continuity was complete and no electrical shorts were identified between the circuits. Model # titan anchor lot/serial# - unknown analysis determined a suture tore through the silicone portion of the anchor. Model # titan anchor lot/serial# - unknown analysis confirmed the titanium insert was separated from the silicone portion of the anchor.